Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 443 mg/dl at the time of the incident. The customer received sensor-updating alert all of a sudden then change sensor alert. The customer did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.